Event description:
It was reported on (B)(6) 2019 that the patient was admitted initially proscribed 6 week course of IV vancomycin until (B)(6) 2019. CT was obtained showed persistent fluid around the driveline. Cough resolved and patient was discharged home on (B)(6) 2019.

Manufacturer narrative:
The incorrect device serial number was reported in the initial report. This report reflects the correct device and serial number.

Manufacturer narrative:
Approximate age of device - 23 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic for a routine follow up on (B)(6) 2019 and driveline appeared to have drainage, which was cultured. The patient was started on ciprofloxacin and doxycycline. The patient returned to clinic on (B)(6) 2019 and the driveline had not improved. Cultures came back positive for staphylococcus epidermidis. Ciprofloxacin was stopped and the patient was admitted to the hospital. CT of the abdomen was obtained that showed increased heterogenous fluid about the outflow cannula extending inferiorly along the vad pump and the proximal aspect of the exit site. IV vancomycin was initiated. Cultures were repeated that came back negative. Patient was given vancomycin for 6 weeks. Discharged home on (B)(6) 2019.